Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a baxter employed health professional from (B)(6) of peritonitis in a patient coincident with dianeal ultrabag therapy. During a call with baxter (B)(6) technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection reflin 1g per day and injection tobramycin 40mg per day. The outcome was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.